Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the customer stated the device was returned but has not been received to date. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient cleaned the device using a toothbrush and toothpaste. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device will not been returned. However, there will be a non-visual investigation carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient had an allergic reaction. The area involved was the tongue. The patient received the device on (B)(6) 2017. Shortly after use the patient came in for a general cleaning and complained of mouth soreness, specifically the tongue and cheek area. Upon exam the provider notes redness along the posterior lingual area. The patient was prescribed decadron for her symptoms. The patient continued to use the device, but returned a year later with the same complaints. Patient advised to see allergist for possible biopsy of the area to determine any allergies or autoimmune diseases. To date the patient has nkda. Patient current status is "unremarkable" and pending biopsy. With regard to the device: the patient was instructed to care for the device per "glidewell instructions." The provider is unsure how the patient cared or stored the device. The patient continues to use the device.